Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "samples are exhibiting hemolysis."

Manufacturer narrative:
H.6. Investigation summary: bd received 200 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "samples are exhibiting hemolysis."